Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm occurred during initial drain and was not confirmed as the sample was not returned for evaluation. A batch review was not performed due to unknown lot number. The root cause could not be determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm; which occurred on the homechoice during use, during initial drain. The home patient (hp) connected before the prime was completed. The baxter technical service representative (tsr) explained that since the lines were full of air that they would have to just end therapy and start over. On the (B)(4) 2011, both the care giver (cg) and the peritoneal dialysis registered nurse (pd rn) were contacted to verify the reported problem. The hp just ended therapy for the night. They have not had further problems. No injury or medical intervention was reported with this event.